Event description:
Baxter spectrum iq pump: pt's baxter pump not infusing medication at correct rate although reporting that it did. Med hung at approximately 0830 and should have been done infusing at approximately 1930. Pump alarmed infusion complete at 2045 and more than half of medication still remaining in medication bag. Medication was ketamine and imperative to pts care as it is required for appropriate sedation for vent synchrony. (B)(4).